Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 1 of 2. Reference manufacturing report number: 1627487-2019-00110. It was reported that the patient had their drg system explanted on (B)(6) 2018 and replaced with a scs system due to an unknown reason.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-00110. Further follow-up indicates, the system was explanted due to burst scs therapy providing more relief than drg. Effective therapy has been restored.